Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the er320 device? Can it be confirmed that the user brings forces to neutral prior to beginning the firing process? Was there any torqueing or downward pressure observed? Is there a photo or video available? If yes, please send to productcomplaint1@its.jnj.com. (B)(4). Intra-operatively, what was done to address the clip malformation? Was this patient taken back to the theatre for a second operation for the bile leak? If yes, during the re-operation, were there clips identified? If clips were identified, can their shape be described? How was the leak addressed in the re-operation? What is the current patient status?

Event description:
Laparoscopic cholecystectomy, bile leak. The clips have not deployed correctly, either cross firing for no obvious reason or not closing correctly. The distal end closes but the proximal end does not.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the surgeon¿s experience with the er320 device? - very familiar used er320 for at least 20 years and even teaches on lap chole courses. Can it be confirmed that the user brings forces neutral prior to beginning the firing process? -yes was there any torqueing or downward pressure observed? - no. Is there a photo or video available? No. Clips did not deployed correctly, either cross firing for no obvious reason or not closing correctly, meaning the distal end closes but the proximal end does not what was done to address clip malformation? Clip left in place and a medtronic clip applier was used. What is the current patient status? - well as far as mr horgan is aware. No device available for return.